Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and no calcification in the right coronary artery (rca). During deployment of the 5.0 x 13 mm ultra stent; the distal portion of the stent did not fully deploy. Multiple non-compliant balloons were used to fully open the distal end of the stent successfully. There was no adverse patient sequela. No additional information was provided.